Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and 100% passed inspection. An actual sample was returned for investigation. From the complaint description, it was reported that " 24st sep 2019, in suzhou municipal hospital, obvious flocculent material was found after several days' implantation, which caused the catheter blocked. Involved 1 pc." Visual examination on the catheter showed that there was salt encrustation at the irrigation eye surface. Other observation did not reveal any obvious defect or abnormality. There was no sign of kinking, clamp mark or collapse lumen observed throughout the shaft. Proceed with analysis, the shaft of the catheter was cut at l00mm from the tip to observe the inside area. As a result, heavy salt formation was spotted inside the drainage area which leading to catheter blockage. Based on the analysis carried out on the returned sample, there was salt encrustation at irrigation eye surface and heavy salt formation in the drainage of the catheter which leading to catheter blockage. Since there was no product dis-functioning issue observed based on reported failure, therefore this complaint could not be confirmed.

Event description:
It was reported that obvious flocculent material was found after several days implantation which caused the catheter block.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that obvious flocculent material was found after several days implantation which caused the catheter block.